Event description:
It was reported that (B)(6) 2013, the doctor planed to place a long term dialysis catheter from right ij vein. He used the suture to secure the catheter. Povidone-iodine clean the catheter. Date (B)(6) 2013, the catheter was out of position during hemodialysis. The doctor checked and found that the cuff was detached from the catheter. The cuff still in patient's body, tissue in-growth the cuff. The catheter was out of the body. The doctor has to change to dialysis for the patient.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. At this time the mechanism of damage is undetermined. A lot history review (lhr) of rewh1477 showed no other similar product complaint(s) from this lot number.